Manufacturer narrative:
A device history record review could not be performed as the lot number is unknown. Investigation summary: the device was not returned for evaluation. Medical records were provided and reviewed. After post filter deployment, computed tomography (CT) revealed that there was mild posterior tilt of the inferior vena cava filter with the apex touching the posterior wall of the inferior vena cava. When measured on the sagittal sequence, there was approximately 20 degrees of posterior tilt relative to the inferior vena cava axis. The apex of the filter was approximately 1 cm below the origin of the lower renal vein. No evidence of strut bending or fracture and perforation. Therefore, the investigation is confirmed for filter tilt. Based upon the available information, the definitive root cause is unknown. Labeling review: a review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, and unit label) showed that the product labeling is adequate.

Event description:
It was reported through the litigation process that a vena cava filter was placed in a patient after being diagnosed with deep vein thrombosis/pulmonary embolism. At some time post filter deployment, it was alleged that filter tilted. The device has not been removed and there were no reported attempts made to retrieve the filter. The patient has reportedly experienced pain where the filter has been located; however, the current status of the patient is unknown.